Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician has reported that following an intraocular lens (iol) implant procedure the patient has experienced intolerable night vision due to glare and halos. Additional information was provided that the iol was exchanged for a different model iol with 0.5d power difference in a secondary procedure.